Manufacturer narrative:
On (B)(4) 2014 a medtronic representative, following-up at the site, reported the patient was draped in the lateral position. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the dynamic reference frame (drf) came loose from the patient. This was identified after draping the patient, and after incision. The head frame was re-attached and the patient re-registered using tracer. After re-registering, the surgeon deemed they were .5cm inaccurate. This was a skull-based procedure and it was noted that registration was difficult. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.